Event description:
It was reported that the mirror broke after about 28kj of fiber use. The pilot went out of the fiber instead of sideways.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported forward firing event could not be confirmed, as the fiber was not returned for analysis. Without a returned device, product analysis could not be performed. The lot number for the reported greenlight fiber was not provided. A ship history review was performed and identified 3 potential lot numbers shipped to this customer. The review identified lot 29522689, 29497625 and 28560577 as potential greenlight fibers lot numbers that were likely present at the facility. A DHR review for each of the lot numbers confirmed that the devices met all material, assembly and performance specifications. Based on the limited information available, a conclusion code of cause not established was assigned to this investigation.